Manufacturer narrative:
Evaluation summary: a device sample was received, and an examination could not confirm the reported issue. Visual inspection found no defects. The jaws were not locked shut when the device was received by the manufacturer. The jaws opened and closed normally when the handle was activated, and the knife deployed smoothly. The investigation found the device to function normally and within specifications. Additional info: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device knife blade did not retract and was not cutting sufficiently during a procedure. There was no patient injury.